Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented to the hospital with a systemic infection. Additionally, vegetation was observed on the patient's valve and leads. The implantable cardioverter-defibrillator (ICD) and the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were explanted. The ICD system was replaced on (B)(6) 2026. The patient remained stable throughout the procedure.